Event description:
It was reported the handpiece was set aside from a case because it was either self activating or giving unk error codes after testing the customer or the rep did not know. The rep tested the device and found it working normally but did not go through diagnostics.

Manufacturer narrative:
(B)(4). Date sent: 03/01/2007. Info was not provided by the initial contact. Torn isolator. Evaluation summary: the hp054 hand piece was returned with a loose mount. It was tested on a generator and gave an error code 3. The hand piece was disassembled, a torn acoustic isolator and evidence of moisture ingress were found in the instrument. The batch history records were reviewed with no anomalies noted during the manufacturing process.